Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target vessel was located in a mildly tortuous and mildly calcified lesion vessel below the knee. A 2mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, during the first inflation at 4 atmospheres for 3 seconds, contrast media was noted to be leaking under fluoroscopy and the balloon ruptured. The device was completely removed and the procedure was completed with a coyote nc balloon catheter. No patient complications were reported and the patient's status was good.